Event description:
A malfunction alarm on the pump was reported by the customer, with no significant events occurring before the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on their blood glucose. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.